Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve into a previous surgical valve, the valve dislodged deeper than intended during the final deployment release. Of note, the patient's annulus prior to the valve implant measured 76 millimeter (mm). The patient had unstable aortic insufficiency (ai) and a flared left ventricular outflow tract (lvot) that made the implant difficult.  The patient had severe paravalvular leak (pvl) following the valve implant and a second valve was implanted valve-in-valve. The post gradient was 3 and the patient's blood pressure improved. No additional adverse patient effects were reported.

Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.